Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, in an endovascular revascularization of a chronic occlusion in the left anterior tibial artery, a cxi support catheter separated while the physician was using the "safari" technique. The separated length was approximately 3-4 inches long, and was successfully removed. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Correction: additional information regarding the reported incident was received on the 3500 a medwatch form. When trying to dilate a vessel in the leg the catheter broke inside, about a 3-4 inch piece. It was able to be retrieved. It is a cook medical product. The package and the device were saved. The intended procedure: endovascular revascularization of chronic occlusion of the let anterior tibial artery utilizing safari technique with anterograde access and balloon angioplasty of the anterior tibial artery up to 2.5mm proximally and 2mm distally. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows one nonconforming event which could contribute to this failure mode; however, the affected unit was scrapped and not replaced. There was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.